Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Did the device deliver any staples? Yes. Additional information was requested, and the following was obtained: if yes, were the staples formed properly? Yes. If yes, was the staple line complete? Yes. Did the device cut? No the device did not cut, twice. If yes, was the cut line complete? N/a. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? The device was "wiggled" off of the tissue. If yes, did the jaws eventually open? Yes.

Event description:
It was reported that during an unknown procedure, stapler ats45 would not activate. There were no adverse consequences for the patient reported.